Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed lost sensor. The customer's blood glucose reading was 400 mg/dl at the time of incident. Troubleshooting advised customer that the transmitter and the pump should be within 6 feet of each other and to relocate the transmitter. Customer was advised to change the sensor as the customer indicated that they had it in for 5 days. The customer was advised that the device would be replaced and agreed to return the product for analysis. Customer declined high blood glucose troubleshooting.